Event description:
A customer reported that during a cataract/vitrectomy procedure, the air pressure was too low, and the gas was taking too long to get in the line. The case was aborted. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).